Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The device was returned with 26 loose and unformed stapl es. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there was only one staple remaining in the device. The staple was loose within the cover block. No burrs were observed on the loose staples. Since there was only one staple left in the device and this staple was loose within the cover block, the sample could not be tested for the reported failure. The device was disassembled for further inspection of the components and no defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the reported complaint issue could not be confirmed. The device could not be tested for the reported failure. The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. The device was returned with only one staple remaining and the staple was loose within the cover block. There were also 26 loose and unformed staples returned. Due to the condition of the returned stapler, the sample could not be tested for the reported failure. The device was disassembled for further inspection of the components and no defects or anomalies were observed. Therefore, the reported issue could not be confirmed and the root cause is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73m1900182 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead.